Event description:
During a follow-up the device presented with a battery voltage of 2.40v, which is past eri. A longevity estimate for the device showed that the device reached its current battery voltage earlier than anticipated. The ICD was reported explanted.